Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (b)96) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the complaint states that inaccurate readings were reported. The sensor was inserted into the arm on (B)(6) 2024. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and no pairing code. Data review was performed and no data. The allegation was confirmed. The probable cause was determined to be the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.